Manufacturer narrative:
The certas valve (ID 828800pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the ¿unintended setting change,¿ reported by the customer could be due to ¿valve no longer MRI resistant, can unintentionally change to any setting more than 1 setting away from the desired setting.¿ however, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported an unintended setting change of a certas valve (ID (B)(4)) after magnetic resonance imaging (MRI). The setting should have been at 2 but was showing 3. No patient injury reported. No further information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.